Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure -stent dislodgement. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the pda via a calcified rca. The lesion was predilated. The resolute was unable to cross and during withdrawal the stent dislodged from the balloon in the proximal portion of an rca. The stent was crushed against the wall and remains inside patient. Patient is fine post procedure.